Event description:
Device malfunction: device #1 failure to deploy. Time of malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the proglide device attempted arteriotomy closure of the common femoral artery after a diagnostic procedure. Reportedly, the device failed to deploy. A second proglide device was used with the same results. The pt developed a golf ball sized hematoma. Pressure was applied to treat the hematoma and achieve hemostasis. There was no pt effects reported. Though requested, no add'l info was available.

Manufacturer narrative:
Device #2: proglide part #12673-03, lot #65124-6h will be filed under a separate medwatch MFR number. The device has been received. Investigation is not complete.